Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure had occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there a pressure sensor autozero failure had occurred. The customer confirmed the error code in the significant log. The remote service engineer advised the customer to inspect or replace the data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) printed circuit board assembly (pcba) cable. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 11jul2025, 18jul2025, and 25jul2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.